Event description:
It was reported that the patient presented via a remote transmission showing the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.